Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. There was a crack on the display. The drive support cap was sticking out. Troubleshooting was performed. The customer also reported that they had been experiencing low blood glucose for the past couple of weeks. They had woken up to low blood glucose levels of 64 mg/dl, 63 mg/dl, and 55 mg/dl. The customer would treat with food. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube window, reservoir tube lip, minor scratched and cracked display window, missing drive support sticker and missing end cap sticker. Drive support disk was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.